Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the metal tip was noted to be "defected" and detached inside the patient. The device was noted to have been removed from the patient. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is attached to fiber; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.